Manufacturer narrative:
A review of the software logs found the software unexpectedly terminated while attempting to read a possibly corrupted/invalid exam: "invalid attributes encountered."the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The reported issue could not be replicated and the system functioned normally during inspection. No parts were replaced on the system. A software investigation has been initiated, but is not yet complete. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during an electrode and probe placement procedure, the navigation system unexpectedly booted out of the "select patient" step in the software. The user was able to progress back into the software and continue with the surgery. The procedure was completed successfully with the navigation system after a delay of less than one hour. The patient was not impacted.